Manufacturer narrative:
72404155; 1000040723; reservoir 65 ml pc/iz.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to implant stopped inflating. Once removed there was a noticeable tear in the right cylinder. No information about the patient outcome is available at the moment. Additional information was received. No adverse patient effects.